Event description:
A consumer had essure inserted 6 months after her last deliver on (B)(6) 2013. As back up contraception she was abstinent. About a week after insertion she started experiencing cramping. She went to the doctor and no particular diagnosis was provided. On (B)(6) 2013, 3 months after insertion, a hysterosalpingogram showed that the coil was broken into 4-5 pieces. One piece was stuck on her uterus and one was sitting at the bottom of the pelvic floor. No related diagnostic tests were performed. Essure was removed laparoscopically along with her fallopian tubes, but she kept her uterus. Her doctor told her it was medically necessary as it could have perforated and affected organs like the bowel and bladder since it was nearby. During surgery broken pieces of coil were found inside fallopian tubes, uterus and pelvic floor. No complete or partial perforation or embedment occurred and no signs of infection. She is recovered from the essure removal procedure with all her symptoms resolving after surgery.